Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hemolysis with the incident lot was observed. Additionally, ten retention samples were selected for evaluation, and the customer's indicated failure mode for hemolysis was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed through the retention samples. All samples did contain a trace amount of hemolysis following centrifugation. It should be noted potassium oxalate (anti-coagulant) additive will cause varying amounts of hemolysis within the plasma following sample collection.

Event description:
It was reported that the bd vacutainer® venous blood collection tube glucose determination were returning erroneous results. No injury or medical intervention.